Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose was 30¿s mg/dl at the time of incident. Customer declined troubleshoot for low blood glucose. Customer took juice for low blood glucose. Customer reported that transmitter on charger last night was completely dead. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was programmed with test mini-link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. No unexpected lost sensor, weak signal or any sensor alarm anomaly during testing noted. (B)(4).